Manufacturer narrative:
(B)(4). Lot 13k006 was manufactured between october 5, 2013 - october 6, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection identified the blue coiled cap to be completely separated from its housing. This confirmed the reported problem. The cause was determined to be an operator oversight in the assembly process. To address this issue, a quality alert training with subsequent awareness training was issued to retrain the appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing cap of a small volume intermate was either ¿loose or falling off.¿ this was noted when the customer opened the packaging. There was no patient involvement. No additional information is available. This is report 1 of 13.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.